Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture and high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found.